Event description:
It was reported that the customer encountered problems when filling the cassettes under flow; the cassette leaked during flow filling at the joint between the soft pouch and the tubing. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.